Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d3: report source.

Event description:
It was reported that the patient expressed difficulty connecting cassette to the pump. Once connected a "no cassette" alarm was identified. No clinical consequence or patient injury was reported.

Manufacturer narrative:
Other, other text: d5 is unknown. No information has been provided to date.g2: manufacturing site address is unknown. D4: catalog number is unknown.d4: serial number is unknown.d4: UDI information is unknown.g5: premarket (510k) number is unknown.no product information has been provided to dateinvestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.